Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (france) the patient started to experience a decrease in the scs system's stimulation therapy strength. The patient stated the scs patient controller displayed a warning message regarding "stimulation intensity decreasing". Consequently, the patient's physician decided to replaced the patient's scs system. Follow up identified the patient reported significant stimulation therapy improvement with the new scs system.